Event description:
It was reported that (2) devices were used during an unknown procedure. It was reported by the affiliate that the tsb45 instrument could not be fired and the staples malformed. The surgeon put some overstitches to complete the case.